Event description:
The customer contacted philips for assistance with a probe not articulating properly. There was no allegation of injury or safety concern. The procedure was able to be completed and the transducer removed without incident.

Manufacturer narrative:
Our evaluation of this probe confirmed the customer¿s articulation complaint. Chemical damage to the sheath and puncture damage to the bending neck was the root cause of the problem with this probe.

Event description:
The customer contacted philips for assistance with a probe not articulating properly. There was no allegation of injury or safety concern. The procedure was able to be completed and the transducer removed without incident.

Manufacturer narrative:
Although requested, the s7-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.